Manufacturer narrative:
X-rays and surgical report were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a unknown revitan distal stem on the left side in 2010 (exact date is unknown) the patient underwent revision surgery on (B)(6) 2017 due to break-out of the revitan distal stem.

Manufacturer narrative:
Investigation results were made available. Additional: follow-up type; correction: date of this report, premarket identification, adverse event term, adverse event problem, additional manufacturer narrative. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on october 13, 2017, but was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device data information was requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: break-out of the pressed metasul cone at lying stem. Due to a recognizable gap between the locking screw and the distal shaft, it seems that the nut has not been properly tightened. Review of received data: 11 intraoperative pictures were received. They show the following explants: a ceramic head, a proximal revitan stem part and a distal revitan stem part. On the distal stem part, an edge region is shown narrower in cross-section and deformed at the top. X-rays: pelvis overview with femur on both sides / whole-leg shot on both sides standing / left hip in lauenstein view: right-side: cementless cls stem with cup and resurfacing prosthesis right knee without any indication of loosening of the implants. Left side: loosened proximal part of a revitan stem with varus deviation of about 12 °. The femur is secured in the area of the distal revitan stem with 3 wire cerclages. There is osteolytic bone structure at the greater and minor trochanters visible. In the area of the component connection ventromedial and dorsolateral at the proximal portion of the distal stem portion, recognizable hem formation over a length of about 10-20mm. Bony defect of about corticalis-width in the area of the lateral metaphyseal femoral stem below the greater trochanter. The cross section of the upper edge at the distal part of the revitan stem is much narrower in the medial area. Medial and lateral sclerosis of the medial and lateral trochanter to the medullary femoral component as an indication of a former implant site. No evidence of a fracture. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was reported that the explants were kept by the patient. Root cause analysis: root cause determination using dfmea: migration and/or loosening of implant stem, breakage due to missing prox. Bone support and heavy and active patient due to surgeon unfamiliar with the correct indications and contraindications possible: it is possible that a combination of a lack of metaphyseal osseous support and a biomechanically long lever on the conical connection related to the use of a relatively long proximal stem has resulted in loosening of the cone connection. Wear, loss of taper connection due to different thermal expansion of components possible: this point is possible as no further detailed information was provided. The pictures provided indicates a friction-related wear on the conical connection with possible abrasion-related bony changes metaphyseal-diaphyseal. Loss of connection between components, increased wear due to implant particles remaining in body after revision surgery; possible: on the x-rays it can be seen that a former explant was implanted. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products; not possible: no signs for off label. Conclusion summary: after 7 years of implantation, a revitan prosthesis with a relatively long proximal shaft component had to be removed due to loosening of the conical connection. A trauma of the left hip is not apparent from the present records. A loosened nut of the locking screw (as described in the event description) is not recognizable. The pictures provided indicates a friction-related wear on the conical connection with possible abrasion-related bony changes metaphyseal-diaphyseal. It is possible that a combination of a lack of metaphyseal osseous support and a biomechanically long lever on the conical connection related to the use of a relatively long proximal stem has resulted in loosening of the cone connection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on august 23, 2017. Explantation date of the device was updated, it was stated that the patient kept the products and height and weight was provided. Eleven pictures were provided. The received information will be part of the ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).